Event description:
Covidien received a report of a n-560 with no audio. The customer received the unit for repair on 9/16/2008, but does not know the date of occurrence, or department location of failure. The user putting the monitor on a pt had not heard any pulse tones. There was no pt incident reported.

Manufacturer narrative:
Covidien investigation isolated the no audio to the speaker.